Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 04/18/2024, it was reported that the patient felt that the sensor was inaccurate because when she passed out, the reading on her cgm was 60 mg/dl which was her normal range. Because of that, she concluded that the reading was inaccurate but was unable to confirm it through finger stick because it was not available. It was not documented whether the patient attempted to treat the low egv. When the patient passed out, she was given glucose gel by a family member. At the time of the report the next day, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.